Manufacturer narrative:
Investigation summary: one sample and three photos were received for evaluation. The sample has white epoxy drip over at the plastic hub, from top to bottom. The photos show the packaging blister next to a shelf box. An epoxy drip over generally occurs when the epoxy applicator fails to shut off for a missing cannula. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Event description:
It was reported that a "hard", "putty-like" substance was found in the bd precisionglide¿ needle shield before use. The following information was provided by the initial reporter: "we noticed a putty-like substance inside the sheath of an unopened 25g x1 bd precisionglide needle"

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a "hard", "putty-like" substance was found in the bd precisionglide¿ needle shield before use. The following information was provided by the initial reporter: "we noticed a putty-like substance inside the sheath of an unopened 25g x1 bd precisionglide needle". "The substance is hard and doesn¿t move when scratched; extends throughout the entire shank and the base of the blade. This was not present in any of the other needles of the box.".